Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported failure to cross and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion the distal left anterior descending artery with moderate tortuosity and moderate calcification. A 3.5x8mm nc trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion and failed to cross due to resistance with the anatomy. The proximal shaft separated. The device was withdrawn with resistance noted due to the anatomy. A new 3x8mm nc trek bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.